Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" inratio=0.8, repeat=5.2, 2nd repeat=2.0. Time between testing was minutes. Therapeutic range is 2.0-3.0.

Manufacturer narrative:
Investigation pending.